Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2022 and suture was used. During the procedure, the needle came off the suture when suturing. It was unknown how the procedure was completed. There were no adverse patient consequences. No additional information was provided.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. The product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. (B)(4). Additional information was requested, and the following was obtained: when was the needle is coming off the suture (in the package, during removal from package, during handling prior to use on patient or during use on the patient)? Please specify. Needle came up intraoperatively during suturing. This repeated several times using same lot (sbmcxt). Used same suture code from different lot # and worked fine. Note: related events reported via 2210968-2022-09820.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H3 analysis summary: the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that one sealed box with (B)(4) packets and one opened box with (B)(4) packets that pertain to product code j258h, were returned with the packaging closed. Upon initial inspection, of the sample, no external damages were observed on the packets. As per the sampling plan, a visual inspection was performed on thirteen samples, the packets were opened, and no defects were detected. The swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along the strand to detect any related issues no defects were observed during the evaluation. A functional test was performed using instron equipment, and the pull force result were above the minimum requirements. The devices performed without any defect noted. It should be noted that as part of our quality process, each batch is randomly inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Related events reported via 2210968-2022-09819 and 2210968-2022-09820.